Event description:
My (B)(6) son uses an oral-b electric toothbrush. We purchased these replacement heads from (B)(6) but turned out to be a fake part. My son used this head about 3 weeks, and it broke off in his mouth, leaving a sharp metal spike exposed. Have reported the incident to (B)(6) and oral-b, but feel the FDA should make sure the pirate is shutdown.